Event description:
Explant-aortic insufficiency with torn cusp. 46 year old male with medical history of aortic stenosis/aortic insufficiency, hypertension, previous endocarditis, and valve replacement using 25mm aortic valve on 08/21/1995. On 04/01/99, patient had homograft explanted due to regurgitation and a perforation of the left coronary cusp. According to operative report, explanting surgeon describes 1cm in diameter perforation near the annulus of the left coronary cusp of the homograft with the edges of the perforation irregular, possibly indicating that this was "most likely due to a secondary seeding of his previous infection". After excising the hemograft and debriding the annulus, the surgeon replaced it with a no.22 cryopreserved hemograft. The patient was transferred to intensive care with a "difficult coagulopathy".